Event description:
A malfunction alarm was reported with malf 24, and it was confirmed that there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by coordinating the shipment of a replacement pump with updated software. Additionally, the customer was advised to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. Instructions for storage mode and steps to return the faulty pump were provided, and the customer understood and acknowledged the guidance.